Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Second degree burns and he was burned to the white meat/the burn was on his hip not his back/ the burns were embarrassing [burns second degree], scarring from the burns/the marks would never go away [scar], he stated it was hot [device issue], applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [wrong technique in device usage process], applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [intentional device misuse], blisters [blister]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) -year-old black male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: r15321, expiration date: sep2019 (also provided expiration date of oct2019), upc: (B)(4) from an unspecified date for back. Medical history included plantar fasciitis surgery in 2016; it was not bothering him currently. There were no concomitant medications. The consumer stated he had been using thermacare heat wraps for years. Even though he was (B)(6) years old, he had a serious injury on (B)(6) 2017, when patient applied the product on his back directly on the skin for 4 hours (at 6 something that evening and took it off at 9 something that evening). He looked in the mirror and noticed the burn. He reported it was a second degree burn and he was burned to the white meat. He stated product was hot, but he had been using them for years and it has always been hot. He stated he knew it was hot but did not know it would burn his back to the white meat. He used to love product until (B)(6) 2017. He had been buying the product and always had it on his skin. He stated that sometimes he didn't read directions fully, and during the call, he read where it says if you are over 55, wear over a layer of clothing. His wife took a picture of his back on (B)(6) 2017 and offered to send a picture of the burn. He went to the doctor on (B)(6) 2017 and was diagnosed with second degree burns. No relevant tests/investigations. Treatment management included: following the directions from the urgent care using saline sodium to clean it, aloe vera gel applied, hydrocodone pain medicine, bactine cleaning spray to clean the burn. Hydrocodone pain medicine made him sleep all day. He had scarring on back in (B)(6) 2017 from the burns, reportedly related to the device. He later clarified that the burn was not on his back as he previously reported, it was on his hip. He explained that he disputed with his wife of where the burn was located. His wife explained to him the burn was on his hip not his back. He also asked his pharmacist who agreed that the burn was on his hip not his back. The patient previously used thermacare six or seven years before and did not experience the same problem/symptom. It was reported that the product packaging was sealed and intact. The patient classified skin tone as dark; did not have sensitive skin; did not have any abnormal skin conditions. He did not previously use other heat products for pain relief. He attached the adhesive to body. He did not engage in exercise while using the product. He did not check his skin under the product while wearing thermacare. He did not read the usage instructions on thermacare before he used the product. When he used it, he knew not to put pressure on it. He did not know about the instructions to wear a layer of clothing over skin if you are over 55. Upon follow-up, the patient further reported that he had 2nd degree burns from the wrap. He thought he should be reimbursed for more than just the product. The burns were embarrassing and the marks would never go away and his wife told him that she did not think that she could intimate with him anymore because of the marks. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events "second degree burns", "scarring" and "he stated it was hot" was not resolved. The outcome of other events was unknown. The patient thought there was a reasonable possibility that the events were related to the device. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (29mar2017): new information reported from a contactable consumer includes: event data (clarification that burn is on his hip not his back). Follow-up (05apr2017): new information reported from a contactable consumer includes: event details (the burns were embarrassing and the marks would never go away). Additional information has been requested and will be provided as it becomes available. Follow-up (28apr2017): new information received from the product quality complaint group included investigational results. Follow-up (02may2017): this contactable consumer reported by way of consumer questionnaire and medical records. This male patient used thermacare heatwrap (thermacare lower back & hip) on his left hip and lower back on (B)(6) 2017. He placed the wrap flat on his hip loosely and lower back for one day. His relevant medical history included allergic rhinitis, sinusitis and eczema on an unknown date and lower back pain-motor vehicle accident (lbp-mva) in (B)(6) 2003. During the usage of thermacare heatwrap on (B)(6) 2017, he had irritation, redness and burning. After using the product on (B)(6) 2017, he experienced blisters and skin burn. His burn involved less than 10% of body surface. He pulled the patch off after 4 hours and the skin came with the patch. It was also reported that he wore thermacare heatwrap for five hours in one day and left the product on at one time for six hours in a day. He had two burns to left flank with superficial partial thickness blanching burn no drainage, remnants of blister remain on 2nd burn, 1 burn of quarter size, red, no drainage, 2nd burn-blister burst but skin lay over wound about nickel size, cleaned with normal saline, irrigated, silver sulfadiazine (silvadene) applied to both wounds and wrapped with non adherent dressing and he tolerated well. His pain on left side of abdomen was rated as 6 on a scale 1-10 which was throbbing and increased with touch since (B)(6) 2017. He was directed to wash the affected area with saline solution and then apply silver sulfadiazine 1% cream one application to affected area twice daily for 10 days, hydrocodone-acetaminophen as needed and ibuprofen (advil) 200 mg 2 tablets as needed orally every six hours. As of 02may2017, the clinical outcome of the event blisters was unknown.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] second degree burns and he was burned to the white meat/the burn was on his hip not his back/ the burns were embarrassing [burns second degree], scarring from the burns/the marks would never go away [scar], he stated it was hot [device issue], applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [device use error], applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [intentional device misuse], blisters [blister]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) black male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: r15321, expiration date: sep2019 (also provided expiration date of oct2019), upc: (B)(4) from an unspecified date for back. Medical history included plantar fasciitis surgery in 2016; it was not bothering him currently. There were no concomitant medications. The consumer stated he had been using thermacare heat wraps for years. Even though he was (B)(6), he had a serious injury on (B)(6) 2017, when patient applied the product on his back directly on the skin for 4 hours (at 6 something that evening and took it off at 9 something that evening). He looked in the mirror and noticed the burn. He reported it was a second degree burn and he was burned to the white meat. He stated product was hot, but he had been using them for years and it has always been hot. He stated he knew it was hot but did not know it would burn his back to the white meat. He used to love product until (B)(6) 2017. He had been buying the product and always had it on his skin. He stated that sometimes he didn't read directions fully, and during the call, he read where it says if you are over 55, wear over a layer of clothing. His wife took a picture of his back on (B)(6) 2017 and offered to send a picture of the burn. He went to the doctor on (B)(6) 2017 and was diagnosed with second degree burns. No relevant tests/investigations. Treatment management included: following the directions from the urgent care using saline sodium to clean it, aloe vera gel applied, hydrocodone pain medicine, bactine cleaning spray to clean the burn. Hydrocodone pain medicine made him sleep all day. He had scarring on back in (B)(6) 2017 from the burns, reportedly related to the device. He later clarified that the burn was not on his back as he previously reported, it was on his hip. He explained that he disputed with his wife of where the burn was located. His wife explained to him the burn was on his hip not his back. He also asked his pharmacist who agreed that the burn was on his hip not his back. The patient previously used thermacare six or seven years before and did not experience the same problem/symptom. It was reported that the product packaging was sealed and intact. The patient classified skin tone as dark; did not have sensitive skin; did not have any abnormal skin conditions. He did not previously use other heat products for pain relief. He attached the adhesive to body. He did not engage in exercise while using the product. He did not check his skin under the product while wearing thermacare. He did not read the usage instructions on thermacare before he used the product. When he used it, he knew not to put pressure on it. He did not know about the instructions to wear a layer of clothing over skin if you are over 55. Upon follow-up, the patient further reported that he had 2nd degree burns from the wrap. He thought he should be reimbursed for more than just the product. The burns were embarrassing and the marks would never go away and his wife told him that she did not think that she could intimate with him anymore because of the marks. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events "second degree burns", "scarring" and "he stated it was hot" was not resolved. The outcome of other events was unknown. The patient thought there was a reasonable possibility that the events were related to the device. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (29mar2017): new information reported from a contactable consumer includes: event data (clarification that burn is on his hip not his back). Follow-up (05apr2017): new information reported from a contactable consumer includes: event details (the burns were embarrassing and the marks would never go away). Additional information has been requested and will be provided as it becomes available. Follow-up (28apr2017): new information received from the product quality complaint group included investigational results. Follow-up (02may2017): this contactable consumer reported by way of consumer questionnaire and medical records. This male patient used thermacare heatwrap (thermacare lower back & hip) on his left hip and lower back on (B)(6) 2017. He placed the wrap flat on his hip loosely and lower back for one day. His relevant medical history included allergic rhinitis, sinusitis and eczema on an unknown date and lower back pain-motor vehicle accident (lbp-mva) in (B)(6) 2003. During the usage of thermacare heatwrap on (B)(6) 2017, he had irritation, redness and burning. After using the product on (B)(6) 2017, he experienced blisters and skin burn. His burn involved less than 10% of body surface. He pulled the patch off after 4 hours and the skin came with the patch. It was also reported that he wore thermacare heatwrap for five hours in one day and left the product on at one time for six hours in a day. He had two burns to left flank with superficial partial thickness blanching burn no drainage, remnants of blister remain on 2nd burn, 1 burn of quarter size, red, no drainage, 2nd burn-blister burst but skin lay over wound about nickel size, cleaned with normal saline, irrigated, silver sulfadiazine (silvadene) applied to both wounds and wrapped with nonadherent dressing and he tolerated well. His pain on left side of abdomen was rated as 6 on a scale 1-10 which was throbbing and increased with touch since (B)(6) 2017. He was directed to wash the affected area with saline solution and then apply silver sulfadiazine 1% cream one application to affected area twice daily for 10 days, hydrocodone-acetaminophen as needed and ibuprofen (advil) 200 mg 2 tablets as needed orally every six hours. As of (B)(6) 2017, the clinical outcome of the event blisters was unknown. Follow-up (12may2017): this contactable consumer reported by way of product summary investigation results. The thermacare heatwrap (thermacare lower back & hip) date of manufacture was reported as 18oct2016. Amendment: this follow-up report is being submitted to amend previously reported information: to recode the event "applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing" from lower level term "wrong technique in device usage process" to lower level term "device use error". Follow-up (26jun2017): this contactable consumer reported by way of medical records. It was reported that upon follow up on (B)(6) 2017 the physician confirmed second degree burn was due to thermacare heatwrap (thermacare lower back & hip) on his lower back.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Second degree burns and he was burned to the white meat/the burn was on his hip not his back/ the burns were embarrassing [burns second degree] , scarring from the burns/the marks would never go away [scar] , he stated it was hot [device issue] , applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [device use error] , applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [intentional device misuse] , blisters [blister] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: r15321, expiration date: sep2019 (also provided expiration date of oct2019), (B)(4) from an unspecified date for back. Medical history included plantar fasciitis surgery in 2016; it was not bothering him currently. There were no concomitant medications. The consumer stated he had been using thermacare heat wraps for years. Even though he was (B)(6), he had a serious injury on (B)(6) 2017, when patient applied the product on his back directly on the skin for 4 hours (at 6 something that evening and took it off at 9 something that evening). He looked in the mirror and noticed the burn. He reported it was a second degree burn and he was burned to the white meat. He stated product was hot, but he had been using them for years and it has always been hot. He stated he knew it was hot but did not know it would burn his back to the white meat. He used to love product until (B)(6) 2017. He had been buying the product and always had it on his skin. He stated that sometimes he didn't read directions fully, and during the call, he read where it says if you are over 55, wear over a layer of clothing. His wife took a picture of his back on (B)(6) 2017 and offered to send a picture of the burn. He went to the doctor on (B)(6) 2017 and was diagnosed with second degree burns. No relevant tests/investigations. Treatment management included: following the directions from the urgent care using saline sodium to clean it, aloe vera gel applied, hydrocodone pain medicine, bactine cleaning spray to clean the burn. Hydrocodone pain medicine made him sleep all day. He had scarring on back in (B)(6) 2017 from the burns, reportedly related to the device. He later clarified that the burn was not on his back as he previously reported, it was on his hip. He explained that he disputed with his wife of where the burn was located. His wife explained to him the burn was on his hip not his back. He also asked his pharmacist who agreed that the burn was on his hip not his back. The patient previously used thermacare six or seven years before and did not experience the same problem/symptom. It was reported that the product packaging was sealed and intact. The patient classified skin tone as dark; did not have sensitive skin; did not have any abnormal skin conditions. He did not previously use other heat products for pain relief. He attached the adhesive to body. He did not engage in exercise while using the product. He did not check his skin under the product while wearing thermacare. He did not read the usage instructions on thermacare before he used the product. When he used it, he knew not to put pressure on it. He did not know about the instructions to wear a layer of clothing over skin if you are over 55. Upon follow-up, the patient further reported that he had 2nd degree burns from the wrap. He thought he should be reimbursed for more than just the product. The burns were embarrassing and the marks would never go away and his wife told him that she did not think that she could intimate with him anymore because of the marks. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events "second degree burns", "scarring" and "he stated it was hot" was not resolved. The outcome of other events was unknown. The patient thought there was a reasonable possibility that the events were related to the device. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (29mar2017): new information reported from a contactable consumer includes: event data (clarification that burn is on his hip not his back). Follow-up (05apr2017): new information reported from a contactable consumer includes: event details (the burns were embarrassing and the marks would never go away). Additional information has been requested and will be provided as it becomes available. Follow-up (28apr2017): new information received from the product quality complaint group included investigational results. Follow-up (02may2017): this contactable consumer reported by way of consumer questionnaire and medical records. This male patient used thermacare heatwrap (thermacare lower back & hip) on his left hip and lower back on (B)(6) 2017. He placed the wrap flat on his hip loosely and lower back for one day. His relevant medical history included allergic rhinitis, sinusitis and eczema on an unknown date and lower back pain-motor vehicle accident (lbp-mva) in (B)(6) 2003. During the usage of thermacare heatwrap on (B)(6) 2017, he had irritation, redness and burning. After using the product on (B)(6) 2017, he experienced blisters and skin burn. His burn involved less than 10% of body surface. He pulled the patch off after 4 hours and the skin came with the patch. It was also reported that he wore thermacare heatwrap for five hours in one day and left the product on at one time for six hours in a day. He had two burns to left flank with superficial partial thickness blanching burn no drainage, remnants of blister remain on 2nd burn, 1 burn of quarter size, red, no drainage, 2nd burn-blister burst but skin lay over wound about nickel size, cleaned with normal saline, irrigated, silver sulfadiazine (silvadene) applied to both wounds and wrapped with nonadherent dressing and he tolerated well. His pain on left side of abdomen was rated as 6 on a scale 1-10 which was throbbing and increased with touch since (B)(6) 2017. He was directed to wash the affected area with saline solution and then apply silver sulfadiazine 1% cream one application to affected area twice daily for 10 days, hydrocodone-acetaminophen as needed and ibuprofen (advil) 200 mg 2 tablets as needed orally every six hours. As of 02may2017, the clinical outcome of the event blisters was unknown. Follow-up (12may2017): this contactable consumer reported by way of product summary investigation results. The thermacare heatwrap (thermacare lower back & hip) date of manufacture was reported as 18oct2016. Amendment: this follow-up report is being submitted to amend previously reported information: to recode the event "applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing" from lower level term "wrong technique in device usage process" to lower level term "device use error".

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] second degree burns and he was burned to the white meat/the burn was on his hip not his back/ the burns were embarrassing [burns second degree], scarring from the burns/the marks would never go away [scar], he stated it was hot [device issue], applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [device use error], applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [intentional device misuse], blisters [blister],. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) year-old black male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: r15321, expiration date: sep 2019 (also provided expiration date of oct 2019), upc: (B)(4) from an unspecified date for back. Medical history included plantar fasciitis surgery in 2016; it was not bothering him currently. There were no concomitant medications. The consumer stated he had been using thermacare heat wraps for years. Even though he was (B)(6) years old, he had a serious injury on (B)(6) 2017, when patient applied the product on his back directly on the skin for 4 hours (at 6 something that evening and took it off at 9 something that evening). He looked in the mirror and noticed the burn. He reported it was a second degree burn and he was burned to the white meat. He stated product was hot, but he had been using them for years and it has always been hot. He stated he knew it was hot but did not know it would burn his back to the white meat. He used to love product until (B)(6) 2017. He had been buying the product and always had it on his skin. He stated that sometimes he didn't read directions fully, and during the call, he read where it says if you are over 55, wear over a layer of clothing. His wife took a picture of his back on (B)(6) 2017 and offered to send a picture of the burn. He went to the doctor on (B)(6) 2017 and was diagnosed with second degree burns. No relevant tests/investigations. Treatment management included: following the directions from the urgent care using saline sodium to clean it, aloe vera gel applied, hydrocodone pain medicine, bactine cleaning spray to clean the burn. Hydrocodone pain medicine made him sleep all day. He had scarring on back in (B)(6) 2017 from the burns, reportedly related to the device. He later clarified that the burn was not on his back as he previously reported, it was on his hip. He explained that he disputed with his wife of where the burn was located. His wife explained to him the burn was on his hip not his back. He also asked his pharmacist who agreed that the burn was on his hip not his back. The patient previously used thermacare six or seven years before and did not experience the same problem/symptom. It was reported that the product packaging was sealed and intact. The patient classified skin tone as dark; did not have sensitive skin; did not have any abnormal skin conditions. He did not previously use other heat products for pain relief. He attached the adhesive to body. He did not engage in exercise while using the product. He did not check his skin under the product while wearing thermacare. He did not read the usage instructions on thermacare before he used the product. When he used it, he knew not to put pressure on it. He did not know about the instructions to wear a layer of clothing over skin if you are over 55. Upon follow-up, the patient further reported that he had 2nd degree burns from the wrap. He thought he should be reimbursed for more than just the product. The burns were embarrassing and the marks would never go away and his wife told him that she did not think that she could intimate with him anymore because of the marks. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events "second degree burns", "scarring" and "he stated it was hot" was not resolved. The outcome of other events was unknown. The patient thought there was a reasonable possibility that the events were related to the device. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (29mar2017): new information reported from a contactable consumer includes: event data (clarification that burn is on his hip not his back). Follow-up (05apr2017): new information reported from a contactable consumer includes: event details (the burns were embarrassing and the marks would never go away). Additional information has been requested and will be provided as it becomes available. Follow-up (28apr2017): new information received from the product quality complaint group included investigational results. Follow-up (02may2017): this contactable consumer reported by way of consumer questionnaire and medical records. This male patient used thermacare heatwrap (thermacare lower back & hip) on his left hip and lower back on (B)(6) 2017. He placed the wrap flat on his hip loosely and lower back for one day. His relevant medical history included allergic rhinitis, sinusitis and eczema on an unknown date and lower back pain-motor vehicle accident (lbp-mva) in (B)(6) 2003. During the usage of thermacare heatwrap on (B)(6) 2017, he had irritation, redness and burning. After using the product on (B)(6) 2017, he experienced blisters and skin burn. His burn involved less than 10% of body surface. He pulled the patch off after 4 hours and the skin came with the patch. It was also reported that he wore thermacare heatwrap for five hours in one day and left the product on at one time for six hours in a day. He had two burns to left flank with superficial partial thickness blanching burn no drainage, remnants of blister remain on 2nd burn, 1 burn of quarter size, red, no drainage, 2nd burn-blister burst but skin lay over wound about nickel size, cleaned with normal saline, irrigated, silver sulfadiazine (silvadene) applied to both wounds and wrapped with nonadherent dressing and he tolerated well. His pain on left side of abdomen was rated as 6 on a scale 1-10 which was throbbing and increased with touch since (B)(6) 2017. He was directed to wash the affected area with saline solution and then apply silver sulfadiazine 1% cream one application to affected area twice daily for 10 days, hydrocodone-acetaminophen as needed and ibuprofen (advil) 200 mg 2 tablets as needed orally every six hours. As of (B)(6) 2017, the clinical outcome of the event blisters was unknown. Follow-up (12may2017): this contactable consumer reported by way of product summary investigation results. The thermacare heatwrap (thermacare lower back & hip) date of manufacture was reported as 18oct2016. Amendment: this follow-up report is being submitted to amend previously reported information: to recode the event "applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing" from lower level term "wrong technique in device usage process" to lower level term "device use error". Follow-up (26jun2017): this contactable consumer reported by way of medical records. It was reported that upon follow up on (B)(6) 2017 the physician confirmed second degree burn was due to thermacare heatwrap (thermacare lower back & hip) on his lower back. Amendment: this follow-up report is being submitted to amend previously reported information: device evaluation check box was unchecked in m/w info dialog box of device sub-tab as the significant follow up report (prd: (B)(4) 2017) was provided additional information and not product quality investigation results. Hence, the type of follow up report was considered as additional information only.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term]. Second degree burns and he was burned to the white meat/the burn was on his hip not his back/ the burns were embarrassing [burns second degree] , scarring from the burns/the marks would never go away [scar], he stated it was hot [device issue], applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing. [Wrong technique in device usage process], applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) -year-old black male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: r15321, expiration date: sep2019 (also provided expiration date of oct2019), upc: (B)(4) from an unspecified date for back. Medical history included plantar fasciitis surgery in 2016; it was not bothering him currently. There were no concomitant medications. The consumer stated he had been using thermacare heat wraps for years. Even though he was (B)(6) years old, he had a serious injury on (B)(6) 2017, when patient applied the product on his back directly on the skin for 4 hours (at 6 something that evening and took it off at 9 something that evening). He looked in the mirror and noticed the burn. He reported it was a second degree burn and he was burned to the white meat. He stated product was hot, but he had been using them for years and it has always been hot. He stated he knew it was hot but did not know it would burn his back to the white meat. He used to love product until (B)(6) 2017. He had been buying the product and always had it on his skin. He stated that sometimes he didn't read directions fully, and during the call, he read where it says if you are over (B)(6), wear over a layer of clothing. His wife took a picture of his back on (B)(6) 2017 and offered to send a picture of the burn. He went to the doctor on (B)(6) 2017 and was diagnosed with second degree burns. No relevant tests/investigations. Treatment management included: following the directions from the urgent care using saline sodium to clean it, aloe vera gel applied, hydrocodone pain medicine, bactine cleaning spray to clean the burn. Hydrocodone pain medicine made him sleep all day. He had scarring on back in (B)(6) 2017 from the burns, reportedly related to the device. He later clarified that the burn was not on his back as he previously reported, it was on his hip. He explained that he disputed with his wife of where the burn was located. His wife explained to him the burn was on his hip not his back. He also asked his pharmacist who agreed that the burn was on his hip not his back. The patient previously used thermacare six or seven years before and did not experience the same problem/symptom. It was reported that the product packaging was sealed and intact. The patient classified skin tone as dark; did not have sensitive skin; did not have any abnormal skin conditions. He did not previously use other heat products for pain relief. He attached the adhesive to body. He did not engage in exercise while using the product. He did not check his skin under the product while wearing thermacare. He did not read the usage instructions on thermacare before he used the product. When he used it, he knew not to put pressure on it. He did not know about the instructions to wear a layer of clothing over skin if you are over 55. Upon follow-up, the patient further reported that he had 2nd degree burns from the wrap. He thought he should be reimbursed for more than just the product. The burns were embarrassing and the marks would never go away and his wife told him that she did not think that she could intimate with him anymore because of the marks. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events "second degree burns", "scarring" and "he stated it was hot" was not resolved. The outcome of other events was unknown. The patient thought there was a reasonable possibility that the events were related to the device. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information reported from a contactable consumer includes: event data (clarification that burn is on his hip not his back). Follow-up ((B)(6) 2017): new information reported from a contactable consumer includes: event details (the burns were embarrassing and the marks would never go away). Additional information has been requested and will be provided as it becomes available. Follow-up (28apr2017): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment based on the information provided, this (B)(6) -year old patient experienced second degree burns and scarring from burns. He applied heatwrap on his back directly on the skin, reportedly the product was hot. He also did not check his skin under the product while wearing and did not read directions fully. The events as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and assessed as associated with the use of the device., comment: based on the information provided, this (B)(6) -year old patient experienced second degree burns and scarring from burns. He applied heatwrap on his back directly on the skin, reportedly the product was hot. He also did not check his skin under the product while wearing and did not read directions fully. The events as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and assessed as associated with the use of the device.

Event description:
Second degree burns and he was burned to the white meat/burn is on his hip not his back [burns second degree] , scarring from the burns/burn is on his hip not his back [scar] , he stated it was hot [device issue] , applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [device use error] , applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: r15321, expiration date: sep2019 (also provided expiration date of oct2019), (B)(4) from an unspecified date for back. Medical history included plantar fasciitis surgery in 2016; it was not bothering him currently. There were no concomitant medications. The consumer stated he had been using thermacare heat wraps for years. Even though he was (B)(6), he had a serious injury on (B)(6) 2017, when patient applied the product on his back directly on the skin for 4 hours (at 6 something that evening and took it off at 9 something that evening). He looked in the mirror and noticed the burn. He reported it was a second degree burn and he was burned to the white meat. He stated product was hot, but he had been using them for years and it has always been hot. He stated he knew it was hot but did not know it would burn his back to the white meat. He used to love product until (B)(6) 2017. He had been buying the product and always had it on his skin. He stated that sometimes he doesn't read directions fully, and during the call, he read where it says if you are over 55, wear over a layer of clothing. His wife took a picture of his back on (B)(6) 2017 and offered to send a picture of the burn. He went to the doctor on (B)(6) 2017 and was diagnosed with second degree burns. No relevant tests/investigations. Treatment management included: following the directions from the urgent care using saline sodium to clean it, aloe vera gel applied, hydrocodone pain medicine, bactine cleaning spray to clean the burn. Hydrocodone pain medicine made him sleep all day. He had scarring on back in (B)(6) 2017 from the burns, reportedly related to the device. He later clarified that the burn is not on his back as he previously reported, it is on his hip. He explained that he disputed with his wife of where the burn is located. His wife explained to him the burn is on his hip not his back. He also asked his pharmacist who agreed that the burn is on his hip not his back. The patient previously used thermacare six or seven years before and did not experience the same problem/symptom. It was reported that the product packaging was sealed and intact. The patient classified skin tone as dark; does not have sensitive skin; does not have any abnormal skin conditions. He did not previously use other heat products for pain relief. He attached the adhesive to body. He did not engage in exercise while using the product. He did not check his skin under the product while wearing thermacare. He did not read the usage instructions on thermacare before he used the product. When he used it, he knew not to put pressure on it. He did not know about the instructions to wear a layer of clothing over skin if you are over 55. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events second degree burns and scarring was not resolved. The outcome of other events was unknown. The patient thought there was a reasonable possibility that the events were related to the device. Additional information has been requested and will be provided as it becomes available. Follow-up (29mar2017): new information reported from a contactable consumer includes: event data (clarification that burn is on his hip not his back). Company clinical evaluation comment: based on the information provided, this (B)(6) patient experienced second degree burns and scarring from burns. He applied heatwrap on his back directly on the skin, reportedly the product was hot. He also did not check his skin under the product while wearing and did not read directions fully. The events as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and assessed as associated with the use of the device., comment: based on the information provided, this (B)(6) patient experienced second degree burns and scarring from burns. He applied heatwrap on his back directly on the skin, reportedly the product was hot. He also did not check his skin under the product while wearing and did not read directions fully. The events as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] second degree burns and he was burned to the white meat/the burn was on his hip not his back/ the burns were embarrassing [burns second degree], scarring from the burns/the marks would never go away [scar], he stated it was hot [device issue], applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [wrong technique in device usage process], applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [intentional device misuse], blisters [blister]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) black male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: r15321, expiration date: sep2019 (also provided expiration date of oct2019), upc: (B)(4) from an unspecified date for back. Medical history included plantar fasciitis surgery in 2016; it was not bothering him currently. There were no concomitant medications. The consumer stated he had been using thermacare heat wraps for years. Even though he was (B)(6), he had a serious injury on (B)(6) 2017, when patient applied the product on his back directly on the skin for 4 hours (at 6 something that evening and took it off at 9 something that evening). He looked in the mirror and noticed the burn. He reported it was a second degree burn and he was burned to the white meat. He stated product was hot, but he had been using them for years and it has always been hot. He stated he knew it was hot but did not know it would burn his back to the white meat. He used to love product until (B)(6) 2017. He had been buying the product and always had it on his skin. He stated that sometimes he didn't read directions fully, and during the call, he read where it says if you are over 55, wear over a layer of clothing. His wife took a picture of his back on (B)(6) 2017 and offered to send a picture of the burn. He went to the doctor on (B)(6) 2017 and was diagnosed with second degree burns. No relevant tests/investigations. Treatment management included: following the directions from the urgent care using saline sodium to clean it, aloe vera gel applied, hydrocodone pain medicine, bactine cleaning spray to clean the burn. Hydrocodone pain medicine made him sleep all day. He had scarring on back in (B)(6) 2017 from the burns, reportedly related to the device. He later clarified that the burn was not on his back as he previously reported, it was on his hip. He explained that he disputed with his wife of where the burn was located. His wife explained to him the burn was on his hip not his back. He also asked his pharmacist who agreed that the burn was on his hip not his back. The patient previously used thermacare six or seven years before and did not experience the same problem/symptom. It was reported that the product packaging was sealed and intact. The patient classified skin tone as dark; did not have sensitive skin; did not have any abnormal skin conditions. He did not previously use other heat products for pain relief. He attached the adhesive to body. He did not engage in exercise while using the product. He did not check his skin under the product while wearing thermacare. He did not read the usage instructions on thermacare before he used the product. When he used it, he knew not to put pressure on it. He did not know about the instructions to wear a layer of clothing over skin if you are over 55. Upon follow-up, the patient further reported that he had 2nd degree burns from the wrap. He thought he should be reimbursed for more than just the product. The burns were embarrassing and the marks would never go away and his wife told him that she did not think that she could intimate with him anymore because of the marks. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events "second degree burns", "scarring" and "he stated it was hot" was not resolved. The outcome of other events was unknown. The patient thought there was a reasonable possibility that the events were related to the device. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap is too hot. The cause of the alleged wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (29mar2017): new information reported from a contactable consumer includes: event data (clarification that burn is on his hip not his back). Follow-up (05apr2017): new information reported from a contactable consumer includes: event details (the burns were embarrassing and the marks would never go away). Additional information has been requested and will be provided as it becomes available. Follow-up (28apr2017): new information received from the product quality complaint group included investigational results. Follow-up (02may2017): this contactable consumer reported by way of consumer questionnaire and medical records. This male patient used thermacare heatwrap (thermacare lower back & hip) on his left hip and lower back on (B)(6) 2017. He placed the wrap flat on his hip loosely and lower back for one day. His relevant medical history included allergic rhinitis, sinusitis and eczema on an unknown date and lower back pain-motor vehicle accident (lbp-mva) in (B)(6) 2003. During the usage of thermacare heatwrap on (B)(6) 2017, he had irritation, redness and burning. After using the product on (B)(6) 2017, he experienced blisters and skin burn. His burn involved less than 10% of body surface. He pulled the patch off after 4 hours and the skin came with the patch. It was also reported that he wore thermacare heatwrap for five hours in one day and left the product on at one time for six hours in a day. He had two burns to left flank with superficial partial thickness blanching burn no drainage, remnants of blister remain on 2nd burn, 1 burn of quarter size, red, no drainage, 2nd burn-blister burst but skin lay over wound about nickel size, cleaned with normal saline, irrigated, silver sulfadiazine (silvadene) applied to both wounds and wrapped with nonadherent dressing and he tolerated well. His pain on left side of abdomen was rated as 6 on a scale 1-10 which was throbbing and increased with touch since (B)(6) 2017. He was directed to wash the affected area with saline solution and then apply silver sulfadiazine 1% cream one application to affected area twice daily for 10 days, hydrocodone-acetaminophen as needed and ibuprofen (advil) 200 mg 2 tablets as needed orally every six hours. As of (B)(6) 2017, the clinical outcome of the event blisters was unknown. Follow-up (12may2017): this contactable consumer reported by way of product summary investigation results. The thermacare heatwrap (thermacare lower back & hip) date of manufacture was reported as 18oct2016.

Event description:
Second degree burns and he was burned to the white meat/the burn was on his hip not his back/ the burns were embarrassing [burns second degree] , scarring from the burns/the marks would never go away [scar] , he stated it was hot [device issue] , applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [device use error] , applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: r15321, expiration date: sep2019 (also provided expiration date of oct2019), (B)(4) from an unspecified date for back. Medical history included plantar fasciitis surgery in 2016; it was not bothering him currently. There were no concomitant medications. The consumer stated he had been using thermacare heat wraps for years. Even though he was (B)(6), he had a serious injury on (B)(6) 2017, when patient applied the product on his back directly on the skin for 4 hours (at 6 something that evening and took it off at 9 something that evening). He looked in the mirror and noticed the burn. He reported it was a second degree burn and he was burned to the white meat. He stated product was hot, but he had been using them for years and it has always been hot. He stated he knew it was hot but did not know it would burn his back to the white meat. He used to love product until (B)(6) 2017. He had been buying the product and always had it on his skin. He stated that sometimes he didn't read directions fully, and during the call, he read where it says if you are over 55, wear over a layer of clothing. His wife took a picture of his back on (B)(6) 2017 and offered to send a picture of the burn. He went to the doctor on (B)(6) 2017 and was diagnosed with second degree burns. No relevant tests/investigations. Treatment management included: following the directions from the urgent care using saline sodium to clean it, aloe vera gel applied, hydrocodone pain medicine, bactine cleaning spray to clean the burn. Hydrocodone pain medicine made him sleep all day. He had scarring on back in(B)(6) 2017 from the burns, reportedly related to the device. He later clarified that the burn was not on his back as he previously reported, it was on his hip. He explained that he disputed with his wife of where the burn was located. His wife explained to him the burn was on his hip not his back. He also asked his pharmacist who agreed that the burn was on his hip not his back. The patient previously used thermacare six or seven years before and did not experience the same problem/symptom. It was reported that the product packaging was sealed and intact. The patient classified skin tone as dark; did not have sensitive skin; did not have any abnormal skin conditions. He did not previously use other heat products for pain relief. He attached the adhesive to body. He did not engage in exercise while using the product. He did not check his skin under the product while wearing thermacare. He did not read the usage instructions on thermacare before he used the product. When he used it, he knew not to put pressure on it. He did not know about the instructions to wear a layer of clothing over skin if you are over 55. Upon follow-up, the patient further reported that he had 2nd degree burns from the wrap. He thought he should be reimbursed for more than just the product. The burns were embarrassing and the marks would never go away and his wife told him that she did not think that she could intimate with him anymore because of the marks. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events "second degree burns", "scarring" and "he stated it was hot" was not resolved. The outcome of other events was unknown. The patient thought there was a reasonable possibility that the events were related to the device. Additional information has been requested and will be provided as it becomes available. Follow-up (29mar2017): new information reported from a contactable consumer includes: event data (clarification that burn is on his hip not his back). Company clinical evaluation comment based on the information provided, this (B)(6) patient experienced second degree burns and scarring from burns. He applied heatwrap on his back directly on the skin, reportedly the product was hot. He also did not check his skin under the product while wearing and did not read directions fully. The events as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and assessed as associated with the use of the device. Follow-up (05apr2017): new information reported from a contactable consumer includes: event details (the burns were embarrassing and the marks would never go away). Additional information has been requested and will be provided as it becomes available., comment: based on the information provided, this (B)(6) patient experienced second degree burns and scarring from burns. He applied heatwrap on his back directly on the skin, reportedly the product was hot. He also did not check his skin under the product while wearing and did not read directions fully. The events as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and assessed as associated with the use of the device.

Event description:
Second degree burns and he was burned to the white meat [burns second degree] , scarring on back [scar] , he stated it was hot [device issue] , applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [device use error] , applied the heatwrap on his back directly on the skin for 4 hours/ he attached the adhesive to body/ sometimes he didn't read directions fully/he did not check his skin under the product while wearing [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) male patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number r15321, expiration date sep2019 (also provided expiration date of oct2019), (B)(4) from an unspecified date for back. Medical history included plantar fasciitis surgery in 2016; it was not bothering him currently. There were no concomitant medications. Caller stated he had been using thermacare heat wraps for years. Even though he was (B)(6), he had a serious injury on (B)(6) 2017, when patient applied the product on his back directly on the skin for 4 hours (at 6 something that evening and took it off at 9 something that evening). He looked in the mirror and noticed the burn. He reported it was a second degree burn and he was burned to the white meat. He stated product was hot, but he had been using them for years and it has always been hot. He stated he knew it was hot, but did not know it would burn his back to the white meat. He used to love product until friday ((B)(6) 2017). He had been buying the product and always had it on his skin. He stated that sometimes he doesn't read directions fully and during the call he read where it says if you are over 55, wear over a layer of clothing. His wife took a picture of his back on friday (B)(6) 2017 and offered to send a picture of the burn. He went to the doctor on saturday (B)(6) 2017 and was diagnosed with second degree burns. No relevant tests/investigations. Treatment management included: following the directions from the urgent care using saline sodium to clean it, aloe vera gel applied, hydrocodone pain medicine, bactine cleaning spray to clean the burn. Hydrocodone pain medicine made him sleep all day. He had scarring on back in (B)(6) 2017 from the burns, reportedly related to the device. The patient previously used thermacare six or seven years before and did not experience the same problem/symptom. It was reported that the product packaging was sealed and intact. The patient classified skin tone as dark; do not have sensitive skin; do not have any abnormal skin conditions. He did not previously use other heat products for pain relief. He attached the adhesive to body. He did not engage in exercise while using the product. He did not check his skin under the product while wearing thermacare. He did not read the usage instructions on thermacare before he used the product. When he used it, he knew not to put pressure on it. He did not know about the instructions to wear a layer of clothing over skin if you are over 55. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events second degree burns, scarring on back was not resolved. The outcome of other events was unknown. The patient thought there was a reasonable possibility that the events were related to the device. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, this (B)(6) patient experienced second degree burns and scarring from burns. He applied heatwrap on his back directly on the skin, reportedly the product was hot. He also did not check his skin under the product while wearing and did not read directions fully. The events as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and assessed as associated with the use of the device.